Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient representative reported they met with a manufacturing representative (rep), on august 5th and the rep readjusted the setting and when they were traveling, they accidentally touched the button and they think the setting has been changed and asked if there was a way to see what the setting had been. Caller said they called and left the rep a message yesterday but have not heard back yet. Worked with caller to use their equipment to check their settings and patient was on group c with left 3.9 and right 3.5 patient said they think they were on 4.0 for right and 3.9 for left. When caller tried to increase on c but got the upper limit message. Worked with caller to check the numbers in their other groups but patient could not find the numbers they expected. Reviewed the option to revert to clinician setting. After trying several adjustments caller and patient left it on c: 3.9 - 3.5. Patient confirmed they were comfortable. The issue was not resolved through troubleshooting.